Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified cartridge alarm occurred during the load sequence. The customer's blood glucose (bg) was reportedly between 100 mg/dl and 200 mg/dl. Reportedly, the customer loaded a 2nd cartridge successfully and resumed insulin delivery.